Manufacturer narrative:
(B)(6). Device return evaluation was completed . The customer complaint was confirmed. Device evaluation found the device nozzle was clogged with foreign material described to be a white solid material. According to service repair, the foreign material cannot be taken out from the device. Repair history of this product found the concerned product has not been repaired before in the past year. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during reprocessing, the device nozzle was found clogged.prior to the reported event , the device was used on unknown procedure, with no delay and intended procedure was completed with the same device. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿operation manual: preparation and inspection-inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system; inspection of the air-feeding function; inspection of the objective lens cleaning function.¿ olympus will continue to monitor field performance for this device.